Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of feeling light headed while at work, but felt better upon leaving the building. Some atrial high rate episodes were seen, but they were thought to be caused by far field r-wave sensing. It was thought that the lead might have been affected by the security system at the patient's work, but it was determined that the security system would not be sufficiently intense to affect the lead. The lead remains in use. No patient complications have been reported as a result of this event.